Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transferred to the hospital. They had what appeared to be a sudden precipitous drop in flow on (B)(6) 2026, and the site was told in handoff that the patients left ventricular assist device (lvad) had clotted off. The only alarms on the report were four low flows and low speed advisories, but the alarm record filled up in less than one hour. The site was curious as to what was causing all of the records in the event log file. The event log file captured constant low flow and low speed advisory events throughout the log file shortening the data capture to just under an hour due to all the incoming data. The fixed speed was also set lower than the low limit at 3900 rpm fixed with 4900 rpm low limit caused constant low speed advisories along with constant flows values noted at essentially zero. Since the fixed speed was set lower than 4000 rpm it caused low pump current alarms in the background thus occupying more log space. All of these constant events combined caused the data capture to be brief. Computed tomography (CT) angiogram was completed on (B)(6) 2026 which showed suspected outflow cannula thrombus despite lack of delayed imaging. The left ventricular assist device (lvad) was noted to be otherwise in place with no kinking or discontinuity in the outflow cannula. There were no changes to patient condition or anticoagulation status that could have contributed. The patient cardiac arrested in the CT scanner. The pump was set to "extend silence" at 3900 revolutions per minute (rpm) and the patient was urgently placed on extracorporeal membrane oxygenation (ECMO) support. The patient was placed on veno arterial ECMO due to the having 0 flow and the patient cardiac arrested a second time during ECMO cannulation. Before coding the patient was alert and oriented. There were no signs of driveline infection. The patient experienced syncope, cardiac arrest and low flow alarms due to the thrombus. The patient was being transferred to emory for a pump exchange.